Manufacturer narrative:
Section h6 results code of the initial medwatch report indicates: mechanical problem section h6 results code of the initial medwatch report should indicate: electrical problem.

Event description:
The customer contacted stryker to report that their device keypad is not working correctly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device keypad is not working correctly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.